Manufacturer narrative:
Na

Event description:
It was reported that the patient presented to the emergency room with a low heart rate in the 40s. The atrial threshold had risen to 4.0 v at 1.0 ms in bipolar. The lead was capped and replaced.